Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain holding objects') in a (B)(6) female patient who had essure (batch no. 761430) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant), insomnia ("sleep difficulties"), loss of libido ("loss of libido"), oropharyngeal discomfort ("discomfort in throat"), constipation ("constipation"), nasal dryness ("dry nose") and rhinorrhoea ("runny nose"). At the time of the report, the arthralgia, insomnia, loss of libido, oropharyngeal discomfort, constipation, nasal dryness and rhinorrhoea outcome was unknown. The reporter provided no causality assessment for arthralgia, constipation, insomnia, loss of libido, nasal dryness, oropharyngeal discomfort and rhinorrhoea with essure. The reporter commented: period of onset: years ago. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-mar-2022. The most recent information was received on 05-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of arthralgia ("joint pain holding objects") in a 50 year-old female patient who had essure inserted (lot no. 761430). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced arthralgia (seriousness criterion medically important), insomnia ("sleep difficulties"), loss of libido ("loss of libido"), oropharyngeal discomfort ("discomfort in throat"), constipation ("constipation"), nasal dryness ("dry nose") and rhinorrhoea ("runny nose"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to insomnia, arthralgia, loss of libido, oropharyngeal discomfort, constipation, nasal dryness or rhinorrhoea. The reporter commented: period of onset: years ago. Lot number: 761430. Manufacture date: 2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review, imdrf codes amended. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2022. The most recent information was received on 05-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain holding objects') in a 50-year-old female patient who had essure (batch no. 761430) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant), insomnia ("sleep difficulties"), loss of libido ("loss of libido"), oropharyngeal discomfort ("discomfort in throat"), constipation ("constipation"), nasal dryness ("dry nose") and rhinorrhoea ("runny nose"). At the time of the report, the arthralgia, insomnia, loss of libido, oropharyngeal discomfort, constipation, nasal dryness and rhinorrhoea outcome was unknown. The reporter provided no causality assessment for arthralgia, constipation, insomnia, loss of libido, nasal dryness, oropharyngeal discomfort and rhinorrhoea with essure. The reporter commented: period of onset: years ago. Lot number:761430. Manufacture date:2010-07. Expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-apr-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.